Event description:
It was reported that the user¿s ilet consistently presented restart "alert 64" despite multiple user-initiated restarts, and a replacement device was provided with instructions for return of the original device. Investigation included complaint intake review and device replacement logistics. Further investigation of this case revealed a reported haptic error consistent with an internal restart alert condition. There was no user reported symptoms and no reported adverse physiological effects. Outcomes included no impact on activities of daily living and no medical intervention. It was concluded that, based on previously established findings for similar reports, the device performance was unacceptable for continued use and replacement was warranted.